Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced inappropriate therapy caused by the right ventricular (rv) lead. The lead was not used, and another lead was implanted. No further patient complications have been reported as a result of this event.